Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion. Reportedly, the customer changed the pump supplies and successfully resumed insulin delivery. The reported issue was not occurring at the time of the report; therefore, troubleshooting with tandem technical support was unable to be performed. There was no reported impact to customer's blood glucose level.